Event description:
The customer reported that their device was no longer powering on. The customer advised that their batteries were not yet expired but could not confirm if they were physio-control batteries. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control has attempted to contact the customer to determine the current status of the device but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.